Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power is higher than expected. Ts recommended replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA. This supplemental correction report was created to capture updates on h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of pbd based on analysis evidence that a gate oxide breakdown in the pace switch portion of the mixed mode ic. Component was the cause of the complaint.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power is higher than expected. Ts recommended replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power is higher than expected. Ts recommended replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.